Manufacturer narrative:
Date of event was not provided. Lot number was not provided. Without a lot number, expiration date and manufacturer date could not be determined. End of report.

Event description:
A nurse reported a hospitalized oncology patient was receiving a chemotherapy infusion through an implanted port. The implanted port was accessed with a huber needle and was allegedly secured with a 1665 3m¿ tegaderm¿ chg chlorhexidine gluconate I. V. Port dressing. The nurse reported the huber needle became dislodged and the chemotherapy medication leaked onto the patient's skin. The patient experienced a skin injury that resembled cellulitis. The patient was treated with IV antibiotics. The implanted port catheter could not be used. The patient required an insertion of a PICC line to resume therapy.